Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer just changes the site and when doing that he drops from like to 400 to 100 again. After the troubleshooting was done, customer was advised to change entire set. Reservoir and insulin and treat. The customer was advised to speak to healthcare provider again as the device does appear to be functioning.